Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, and f10.

Event description:
Edwards received notification that a valve was explanted due to severe aortic regurgitation both paravalvular and central with a leaflet tear and calcification after an implant duration of 11 years and 2 months. Indication for redo surgery was severe aortic pvl and moderate rheumatic mitral stenosis. As per transesophageal echocardiogram, aortic valve was well seated and appeared to be thickened around the annulus and commissures. There was an aortic transvalvular gradient of 20 mmhg. There was also mild/moderate mitral regurgitation with calcified leaflets and moderate annular calcification. Reportedly, at explant, it was found a leaflet tear in the aortic valve next to the stent post and there was a lot of calcium. A 23mm valve was implanted in replacement. The patient also received a valve in the mitral position. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
H3: device evaluation: customer report of calcification was confirmed through observed calcification. Reports of regurgitation and leaflet tears were confirmed through observed leaflet tears. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Leaflets 1 and 2 were thickened and swollen at the cusp areas. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal on the inflow and outflow aspects. Leaflet 3 had a 6mm tear near commissure 1 and a 6mm non-transmural tear along the free margin near commissure 3 on the inflow aspect. Mechanical damage was observed on the cusp area of leaflet 1 on the outflow aspect and appeared serrated. Sewing ring was partially cut off around leaflet 3. Fragments of cut off sewing ring and what appeared to be native tissue were returned with valve with signs of calcification. Cut off sewing ring exposed the wireform around commissure 1 on the inflow aspect. Suture pledgets remained attached to the sewing ring at commissure 3 on the inflow aspect. Per doc-0101337, rev a, engineering task will not be assigned as this valve was implanted five years or greater with confirmed calcification, leaflet tears, thickened leaflet, and pannus.

Event description:
Edwards received notification that a 23mm valve was explanted due to severe aortic regurgitation both paravalvular and central with a leaflet tear and calcification after an implant duration of 11 years and 2 months. Indication for redo surgery was severe aortic pvl and moderate rheumatic mitral stenosis. As per transoesophageal echocardiogram, aortic valve was well seated and appeared to be thickened around the annulus and commissures. There was an aortic transvalvular gradient of 20 mmhg. There was also mild/moderate mitral regurgitation with calcified leaflets and moderate mitral annular calcification. Reportedly, at explant, it was found a leaflet tear in the aortic valve next to the stent post and there was a lot of calcium. A 23mm valve was implanted in replacement. The patient also received a valve in the mitral position. The patient had bleeding issues and was re-operated the same day of this intervention. There was no allegation of device involvement and all the bleeding was treated successfully. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve was explanted after an implant duration of 11 years and 2 months due to calcification and leaflet tear. The tear was located in the leaflet next to the stent post. A 23mm valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.